Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the obtuse marginal (om). After the lesion was pre-dilated with a unknown balloon catheter, a 190cm ht bmw universal guidewire (gw) as advanced to the lesion through resistance; however the gw was noted to get stuck. It was observed that the hydrophilic coating was wearing off. The gw was replaced with another guidewire to complete the procedure. There were no reported adverse patient effects no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire experienced resistance during advancement and removal through the anatomy. Factors that may contribute to difficulty during advancement and removal include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement and removal. Additionally, it is possible that manipulation of the wire, when resistance was met, contributed to the reported peeling/delamination. There is no indication of a product quality issue with respect to manufacture, design, or labeling.